Manufacturer narrative:
Returned device was received case cracked on top and bottom and error pump motor drive off post. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical medfusion pump had an error "pump motor drive off post". No adverse patient effects were reported.